Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was received and investigated. The reported sleeve steering issue was not confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended; however, a bent actuator mandrel was identified. It is likely that there were procedural interactions (e.g.unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience. Additionally, poor visualization appears to have resulted in physical resistance where the device got caught in the chordae. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported sleeve steering issue (difficult to position) appears to be related to user technique/procedural conditions due to poor visualization of the device; which resulted in physical resistance where the device got caught in the chordae. The returned device analysis confirmed that the steerable sleeve functioned as intended; however, a bent actuator mandrel was identified. It is likely that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the atypical movement of the clip delivery system. It was reported that on (B)(6) 2017, the patient, with mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. During advancement, atypical movement of the clip delivery system (cds) was noted. The axis of the cds was noted to be twisted. There was a lot of tension in the cds when steering down to the mitral valve and the cds jumped, with the clip going under the valve and getting caught in the chordae. Standard troubleshooting maneuvers were performed to remove the clip from the chordae. The device could not be steered correctly; however, the clip was able to be deployed on the leaflets, reducing mr from grade 3 to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the mitraclip instructions for use, always use pressure monitoring, echocardiogram and fluoroscopy for guidance and observation during use of the mitraclip nt system.

Event description:
Subsequent to the initial 30-day medical device report, information received indicated that visualization on echocardiogram was poor and it was difficult to see the clip delivery system (cds) during positioning.